Event description:
The customer reports a false negative in the forward typing anti-b micro well to the mts abd/rev gel card to a patient with a confirmed blood group of ab positive. No erroneous results were reported.

Manufacturer narrative:
The customer repeated the testing of sample by the traditional tube method and reports a mixed field reaction against the anti-b antisera. No manual gel testing was performed by the customer to the sample in question. Cts discussed the possible reason for the negative reaction in the anti-b micro well may be a result of the depth of where the provue aspirates red cells from the samples compared to where the user aspirates cells for manual tube testing, along with the theory that donor transfused red cells are denser and would settle to the bottom of patient samples after centrifugation. While the operator would typically aspirate cells more towards the top of the tube collecting autologous red cells. (B)(4).